Event description:
A hospital in (B)(6) reported that there was a small hole found on an rt340 adult breathing circuit. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was destroyed by the hospital as it had been used on a quarantined patient with (B)(6). Our investigation is therefore based on the description of events and our knowledge of the product. Results: the hospital has confirmed that the breathing circuit failed a ventilator leak test and that the hole was in the evaqua expiratory limb. A lot check revealed no other complaints for the lot number provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured during use. The hospital had indicated that the circuit had been in use for about 24 hours before it leaked, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a (B)(4) specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).